Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the long bipolar grasper instrument to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the long bipolar grasper (lbg) conductor wire was damaged. The customer used a backup lbg instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury.